Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. D4: only di provided as lot number is unknown.

Event description:
It was reported that a tego¿ connector was found to have a missing seal immediately following dialysis treatment. The reporter stated that a tego used with bbraun dialysis line was noticed, by the nurse, to have the silicone bung coming away from tego connector when dialysis lines were disconnected. They don¿t know what lot number it's from so multiple lots are being returned to test. The status of the product when the event happened was during use and the type of procedure was dialysis. The length of time the device (s) was in use was 7 days. The identity of involved and/or mating devices, are hospira set code 14001, bbraun filter sterifix 0.2m and 011- mc100. No serious injury/death, nor blood loss. No unprotected chemo exposure. No med/surg intervention was required. No delay in critical therapy. No adverse operator consequences. The device was changed out/replaced with no further problems encountered. The product is available for return for investigation with multiple lots to be tested. There was patient involvement and no patient harm noted. The product was stored in a sterile pack in a drawer with other tegos. There were no cuts, holes or defects noted on the product. There were 3 problematic devices.

Manufacturer narrative:
Received the following: two (2) new list# d1000, tego¿ connector, appx 0.05 ml; lot# 13979279 three (3) new list# d1000, tego¿ connector, appx 0.05 ml; lot# 13979293 three (3) new list# d1000, tego¿ connector, appx 0.05 ml; lot# 13859859 three (3) new list# d1000, tego¿ connector, appx 0.05 ml; lot# 13848444 nine (9) new list# d1000, tego¿ connector, appx 0.05 ml; lot# 13955847 one (1) new list# d1000, tego¿ connector, appx 0.05 ml; lot# 13894352 one (1) new list# d1000, tego¿ connector, appx 0.05 ml; lot# 10985980 one (1) new list# d1000, tego¿ connector, appx 0.05 ml; lot# 5643197 two (2) new list# d1000, tego¿ connector, appx 0.05 ml; lot# 13506117 one (1) new list# d1000, tego¿ connector, appx 0.05 ml; lot# 13825588 two (2) used list# d1000, tego¿ connector, appx 0.05 ml; lot# unknown. One (1) used list# d1000, tego¿ connector, appx 0.05 ml; lot# 13859859. The used samples were observed to have a torn seal. No visual damages or anomalies were observed on the new samples. The reported complaint of a torn seal could be confirmed from the returned used samples. Each of the used tego had seal tearing on the top rim of the tego. The reported complaint can be confirmed. The probable cause of the torn seal is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. The possible lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. Possible lot numbers 13848444, 13506117, 13979279, 13979293, 5643197, 13859859, 13979279, 10985980, 13848444, 13894352 and 13825588. D9 - date returned to mfg: 09jun2025 corrected information can be found in h6 component code.